Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed redness and irritation on her back due to tight fitting garments. It was reported that bandages had been places under the device, electrodes, and under breasts while the patient was in the hospital. It is unclear if the bandages were placed due to the skin condition. The patient was issued better fitting garments. Follow-up indicated that the patient did not have red marks or irritation. The patient had some marks from leaning back on the device.